Event description:
It was reported that the pace/sense impedance increased on the lead. Patient alarm went off when the patient returned home. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.